Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly had been suffering from pneumonia and diabetes nurse was notified and adjusted the settings on the pump to adjust for his illness; basal rates were altered. Caller reported experiencing elevated blood glucose levels of around 20.4 mmol/l and ketones; was admitted to the hospital for 2 days. Caller remained on the pump to deliver bolus but was placed on an IV drip for the basal insulin. No product return was requested.